Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that pump was broken from clamp area and down and buttons was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device also received with cracked battery tube threads and cracked case behind the device near the battery compartment.